Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: review of the black box data revealed record of loss of prime with force readings not reaching zero. When a loss of prime occurs, the pump displays the message ¿warning pump is not primed no delivery¿. On investigation, the pump powered on and rewind, load and prime steps were successfully performed. The force sensor was evaluated and found to be operating within required specifications. The pump was exercised without loss of prime occurring. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate an alarm during pump operation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump emitted an unspecified alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.